Event description:
The endotracheal tube had to be cut a couple of times in order to have a secure connection for the 15mm blue connector. The connector was still slipping off the tube and the pt became disconnected from the ventilator. One time, the connector slipped out of the tube and the tube slipped through the tapes and into the pt's nostril; it was removed via forceps and no injury was reported.